Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 1.8. Date: (B) (6) 2010, inratio: 3.2, lab: 5.0.